Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent left ventricular (lv) pacing inhibition due to sensing on the lv channel. The egm displayed an lvs marker followed by inhibit lv, with the device classifying the event as a premature ventricular contraction (pvc) and applying the programmed lv refractory and protection periods. Technical services provided troubleshooting and programming options. At this time, the device remains in service. No adverse patient effects were reported.